Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that on the day of surgery, a high impedance issue was observed with an impedance value of 40,000. Additionally, a connectivity issue was identified where the most distal electrode on the lead (electrode position 15) was not connecting to the ins. Troubleshooting steps included running a connectivity check, instructing the surgeon to remove the lead, wipe it down, and attempt reinsertion into the battery. Multiple attempts were unsuccessful, leading to the decision to keep the affected lead in use but to program around the affected electrode. The issue remains ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See pe (B)(4) for hospitalization.